Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of a defective water supply. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects on air/water nozzle were found. There was no patient involvement.